Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2018: air/water channel: pseudomonas aeruginosa and stenotrophomonas maltophilia. Second time; (B)(6) 2018: water channel: pseudomonas aeruginosa and stenotrophomonas maltophilia auxiliary channel: streptococcus (>10cfu/ml). The user facility did not provide other detailed information such as the number of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer3 using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. The evaluation confirmed the following, foreign matter inside air pipe of the endoscope connector. As a result of component analysis of foreign matter, it was rust. The causal relationship between the foreign matter (rust) and the reported event was unknown. At other parts, there were no abnormalities such as attachment of foreign matter and deformation of the channel. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitted to correct "device product code."